Event description:
The manufacturer received information alleging a ventilator was alarming for circuit leakage and that it did not cause the patient any distress other than difficulty in breathing. The ventilator was replaced with another device. There was no report or serious harm or injury. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.